Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images and information received, it can be confirmed that the stent was placed with an irregular and elongated strut pattern in the sfa/popliteal artery. An accurate length measurement was not possible due to the missing adequate scaling information and as the stent is not entirely displayed on the images. The images also document the fracture of the stent in the distal section proximal to the knee where it was elongated during deployment. The alleged occlusion in the mid sfa could not be evaluated because the images provided were taken without contrast medium. It is therefore concluded that the stent fractured as a consequence of the stent elongation during deployment. It is also concluded that there may be a relation between the irregularly placed stent and the reported occlusion in the mid sfa. Potential contributing factors to the reported event have been considered. As the reported event represents an isolated incident, no previously reported similar complaints could have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre-dilatation, highly calcified vessels, the patient's condition or the vessel anatomy may result in stent elongation during placement. In this case, the device use was retrospectively discussed with the customer. Reportedly, another person assisted the user. During deployment, the assistant held the guide wire and the proximal portion of the delivery system including the handgrip; these parts could not be placed on the table impairing the level of deployment control. 12 months post stent implantation, new information was provided that the stent was found fractured and occluded. The evaluation revealed that the stent was fractured in the same area where the elongation during deployment occurred. The occlusion was detected in the mid sfa. Thus the stent fracture and occlusion is considered a consequence of the irregular stent placement and elongation. Based on the information available, the root cause for the event was determined to be use-related as not holding the proximal section of the delivery system and introducer in a fixed position led to an impairment of deployment control resulting in stent elongation and subsequent stent fracture. The IFU supplied with this device exactly describes the correct stent deployment procedure. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended." Also the IFU states that restenosis is a potential adverse event that may occur.

Event description:
It was reported that the vascular stent elongated during deployment in a pre-dilated lesion in the sfa. Reportedly, the user needed assistance during deployment due to difficult handling and the assistant held the guide wire. The delivery system was not fixed on the table and was in the air during deployment. Reportedly, there was no patient impairment and the stenting procedure was completed without issue. New information was received one year after placement; during a follow-up examination, the vascular stent was found to be fractured in the proximal popliteal artery and an occlusion was detected in the mid sfa. No further treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details to date. PMA 510(k): although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent elongated during deployment in a pre-dilated lesion in the sfa. There was no patient impairment and the stenting procedure was completed without issue. New information was received one year after placement; during a follow-up examination, the vascular stent was found to be fractured. There was no reported patient injury.